Event description:
It was reported that a device does not alarm for infusion complete when the programmed infusion is complete. There was no pt injury reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval could not confirm the reported "completion alarm never occurs." The device was tested and performed within specification. Multiple test infusions were completed and the device alarmed both visually and audibly at the end of all infusions. Further eval found that the "phase complete alarm" turned off in the biomed options. This option enables audio tones at the completion of secondary, loading dose, and bolus infusions. No malfunction could be identified.